Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (connector will not stay connected) was confirmed. Upon evaluation, the power supply connector was defective. The cause of the inability to stay connected is the defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a patient's charger plug would not stay connected to the back of the charger.